Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with dizziness. Upon device interrogation, the right ventricular (rv) lead exhibited high and un stable thresholds and intermittent loss of capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.